Event description:
The account alleged that the brake casters swivel around when the brake is set. No patient impact.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.